Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
After review of the medical records, the patient was revised to address failed mom tha resulting to loose acetabular component. Operative note reported leg length discrepancy, scar tissues, clear non purulent fluid were sent for cultures and sensitivities. There was some fluid and micro loosening and movement in the cup. There was minimal bone loss. Doi: (B)(6) 2008, dor: (B)(6) 2020, right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Initial reporter occupation: lawyer. Clinical symptoms code: appropriate term/code not available (e2402) used to capture bone injury, blood heavy metal increased, and emotional distress. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle litigation records received. Litigation records alleges pain, bone and tissue destruction, excessive cobalt and chromium level, injuries and emotional distress. Doi: (B)(6) 2009 dor: (B)(6) 2020 right hip. (B)(4) for left hip.